Event description:
Eight screws holding the ecs mounting plate to the c-arm gear main axis were found partially loosened during a pm by the user facility engineer. The c-arm was leaning and emitted a noise when rotated past 45 degrees. A pt was not reported to have been involved and no injuries were reported.